Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures confirmed the reported event as a metal piece on the posterior side of the tibial tray was missing. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was reported.

Manufacturer narrative:
(B)(4). Report source- foreign, (B)(6). Concomitant medical products - unknown nexgen bearing; unknown nexgen femoral.

Event description:
It was reported that a piece of the tibial tray came off during surgery. This device was not implanted because malfunction happened before cementing. Attempts to obtain additional information have been made; however, no more is available at this time.